Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis and was hospitalized the same day. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e24087 and h13c19017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for these batches with an exception noted for each batch, however, the exceptions did not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot number h13d18058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).